Manufacturer narrative:
The part was returned to orthalign for investigation by an orthalign engineer.the investigation is in progress and investigation conclusions are not available at this time. Upon completion of the investigation a follow up report will be filed detailing the results of the investigation including whether or not the complaint was confirmed and any root causes identified.

Event description:
First ll/os reading: 4 stem (real implant) with +0/36mm head (trial). 3 long / 7 medial. Second ll/os reading: 4 stem (real implant) with +0/36mm head (real implant). 7 long / 11 medial. Perception that these numbers should've been same as 1st ready (3 long/7 medial). Third ll/os reading: no change to implants, just redocked fs and re-did probe in tack. 8 long / 13 medial. Would not have normally done this reading, but did it because the 2nd reading had a larger discrepancy vs 1st reading than expected reported readings from surgeon. Surgeon's preception is that the numbers should have been the same between readings for leg length and offset. Cup angle readings were as expected.

Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The navigation logs were downloaded and reviewed and the tack registration was observed moving to or away from the liner registration. The device passed accuracy testing. The complaint was confirmed based on the navigation log data. The root cause was not determined. A possible root cause is unstable iliac crest pins. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
First ll/os reading: 4 stems (real implant) with +0/36mm head (trial) 3 long / 7 medial. Second ll/os reading: 4 stems (real implant) with +0/36mm head (real implant) 7 long / 11 medial. Perception that these numbers should've been same as 1st ready (3 long/7 medial) third ll/os reading: no change to implants, just redocked fs and re-did probe in tack 8 long / 13 medial. Would not have normally done this reading, but did it because the 2nd reading had a larger discrepancy vs 1st reading than expected. Reported readings from surgeon. Surgeon's preception is that the numbers should have been the same between readings for leg length and offset. Cup angle readings were as expected.